Event description:
During the svt procedure, communication and signal issues resulted in a procedural delay. No issues were noted during system setup. Once the inquiry decapolar catheter was inserted for the zero-fluoroscopy approach, the catheter seemed to exit the introducer, but once outside, the first two electrodes remained frozen on the visualization, even though clear signals were recorded from the right atrium. The amplifier led started flashing red. The system was powered off and restarted twice, after which the led turned green again. Upon re-entering the case, both supreme quadripolar catheters were correctly displayed, while the inquiry remained frozen as before. Only after connecting the second supreme catheter did the inquiry unlock and become correctly visualized. At that stage, ECG, intracardiac signals, and catheter visualization were normal on ensite x. However, the ECG and intracardiac signals on the non-abbott (bard) recording system appeared noisy. Several corrective actions were attempted, including replacing the belly patch, repositioning the right leg electrode, and checking all ECG leads, but the issue persisted. Interestingly, when disconnecting the blue ECG connector from the back of the amplifier, the recording system no longer displayed ECG traces¿as expected¿but the intracardiac signals became clean and stable. Due to time constraints in the operating room, no further testing could be performed. It was therefore decided to proceed without displaying the ECG on the non-abbott (bard recording system), using ensite x instead for ECG monitoring. The svt procedure was successfully completed with no adverse consequences to the patient. The patient was discharged in stable sinus rhythm.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.